Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was low impedance on the chronic right atrial (ra) lead post implant of an implantable pulse generator (ipg). It was noted the patient was in atrial fibrillation (af). The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.